Event description:
The following events were noted through a periodic article (abstract) review. A retrospective comparison was performed of long-term clinical outcomes of 204 patients after revascularization. 154 patients were treated with minimally invasive direct coronary artery bypass surgery and 50 patients were treated with percutaneous coronary interventions using the xience drug-eluting stent. The aim of the study was to compare everolimus-eluting stenting with minimally invasive direct coronary artery bypass surgery in the management of patients with proximal left anterior descending coronary artery stenosis (one-vessel disease). Two year follow-up data indicated five patients (10%) in the stent group needed subsequent revascularization of the target vessel. Additionally, non-inferiority was indicated between the two groups for myocardial infarction. The article did not indicate the number of myocardial infarctions that occurred. The rates of stent thrombosis, reinfarction or the need of target lesion revascularization in the stent group appeared to be less than rates found in other clinical studies. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event(s) estimated based on date of publication. There were no reported product deficiencies. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.